Event description:
(B)(6) 2011. According to the information received, a physician reported a (B)(6) female patient that experienced rectal perforation after use of the peristeen anal irrigation. Six hours after anal irrigation the patient experienced a general health alteration (fever, shivers), abdominal pain syndrome and clot-bleeding that lasted for 12 hours. She was admitted to hospital with a diagnosis of rectal perforation. She had an abdomino-pelvic CT examination showing rectal perforation and presence of air in the mesorectum and the peritoneal cavity. She underwent surgery (laparotomy) and got a sigmoid colostomy, and was treated with antibiotics.

Manufacturer narrative:
A medical review was performed by coloplast. According to the instructions for use (IFU) for peristeen, bowel perforation is a very rare complication. The user is instructed to contact a health care professional if he/she during or after anal irrigation experiences severe and sustained abdominal pain or back pain, especially if the pain is combined with fever and/or severe anal bleeding. As with other invasive procedures like endoscopy it is not possible to eliminate the risk of bowel perforation. According to the literature and post-marketing experience risk factors include underlying diseases and treatments leading to weakening or obstruction of the bowel. This is addressed in the IFU and the user is instructed to consult and get thoroughly instructed by a health care professional before using the product. A bowel perforation can also occur if the procedure is not performed in accordance with the IFU. Therefore the IFU includes the information that anal irrigation should only be initiated after instructions from a health care professional. In this case a (B)(6) female who was treated with anal irrigation suffered a rectal perforation. The catheter was inserted three times by a care giver with no effective defecation. The perforation was verified by abdomino-pelvic CT-scan examination and showed presence of air in the mesorectum and the peritoneal cavity. She got a sigmoid colostomy. The absence of effective defecation after using 1000 ml water suggests that the patient may have suffered from severe constipation. A possible explanation of the perforation could therefore be obstruction due to severe constipation. Alternatively, difficulties with the insertion of the catheter and repeated handling could have caused the perforation due to a penetrating trauma. There is no indication that the injury is caused by any malfunction, failure or deterioration in the characteristics and/or performance of the product.